Event description:
It was reported the battery measurement was 3.74 volts. The neurostimulator was programmed at 1.0 volts/60 usec/145 hertz (3-2+) therapy impedances were >2000 ohms at 9ua. Electrode impedances were 1354 at 13ua for electrode 0, 1311 at 13ua for electrode 1, 1484 at 12ua for electrode 2 and 1369 at 13ua for electrode 2. All bipolars were >2000 ohms at 9ua. The patient appeared to be receiving some therapy.